Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported difficulty tracking light blue eyes. Additional information received states that the procedure took longer due to tracking issue but was completed with no patient harm.

Manufacturer narrative:
During a onsite visit the fse (field service engineer) cleaned and made adjustments to the laser and successfully completed system verification to specification. Field service engineers have been out on multiple occasions and have not found an issue with the laser. No technical root cause was identified. (B)(4).